Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the plunger was depressed without incident, but when the plunger was removed, no sutures were attached. After the device was retracted, it was noted that the sutures remained in the proglide device. Hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.